Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failures for second time. The customer¿s blood glucose was 162 mg/dl. Troubleshooting was performed and no damage on pump was noted but has different values. Customer states had difficulty controlling them. He therefore did the self test and hardware low level failures showed up. Didn't get any occlusion alarms, he bolused a lot said he also changed sets 3 times. The customer was advised to replace battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device hardware low level failures error was confirmed in the formatted history file due to a cracked solder joint found on pin of the ambient light sensor.